Event description:
The customer reported that he was hospitalized due to high blood glucose levels. The reported blood glucose reading at the time of the call was 846 mg/dl. The customer did not provide further information about the hospitalization. The customer felt that the insulin pump was not working properly, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor. Unable to perform the occlusion, prime and excessive no delivery test due to motor error alarm. The insulin pump was received with missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.